Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) who encountered the issue indicated that the lower display housing and lower display bezel damaged. The stm replaced the lower display housing, lower display bezel, upper hinge cover and screw kit. The stm verified that unit calibrated and all functional and safety tests were passed to meet factory specifications. The iabp was returned to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the display of the cardiosave intra-aortic balloon pump (iabp) was found to be damaged, cracked. The customer informed the stm that the issue occurred during transport of the unit. There was no patient involvement and no adverse event was reported.